Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a audio tone/vibration (no sounds) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 03/11/2016 with the following findings: there was no audible at piezo activation. All audio settings were set to ¿high¿ except the temp basal which was set to "off" and audio and the normal bolus was set to "low". The pump was opened and the piezo contact was found to be out of alignment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.